Event description:
It was reported that the lift on the 9800 system is intermittently not lowering, the steering coupling is frozen and rj45 connection on external interface is broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lift power supply, replaced coupling and interface. The system was tested and found to be working as intended and placed back into service.